Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An elevated co2 result was generated by the architect c4000 analyzer. Review of the message history for the analyzer showed error code 3375, unable to process test, aspiration error, was generated just before the sample was initially run, indicating a possible issue with fibrin or an air bubble in the probe during aspiration. Review of the instrument service ticket history did not identify any other factors that may have contributed to the erratic result. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that the architect c4000 analyzer generated an elevated co2 result of 44 mmol/l which was reported. The sample was repeated and a result of 23 mmol/l was generated. The sample was run on a second analyzer and a result of 20 mmol/l was generated. The customer uses a normal range of 20 - 31 mmol/l. There was no report of impact to patient management.